Event description:
It was reported that the ultrasonic bronchofibervideoscope had a blackout when starting up, and a green screen flicker. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.